Event description:
During an ablation procedure, a patient burn occurred under the ground patch connected to the ampere generator.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported burn could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During an ablation procedure, a first degree patient burn occurred under the ground patch connected to the ampere generator.

Manufacturer narrative:
The reporting personal confirmed that the burn to the patient was a first degree burn. A first-degree burn is considered a non-reportable complaint. A first degree burn with reddening of the skin is not likely to cause or contribute to death or serious injury as full thickness tissue damage does not occur, making this event non-reportable.